Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome type I. It was reported that the patient¿s therapy ¿clicks off¿ intermittently. She uses her patient programmer to turn it back on. The patient was reprogrammed on the day of the report for a coverage issue. The reprogramming improved coverage. The patient also noted that they were charging toooften (every 4-5 days) and that the battery was draining too quickly. The impedances were checked and there were no issues found. The patient was meeting with the manufacturer representative again on (B)(6) 2017. No additional complications were reported.

Event description:
Additional information was received on (B)(6) 2017 from a manufacturer representative indicating that the cause appeared to be related to the drained battery but was not definitively determined. The patient had no further issues with this. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-may-10. The rep mentioned the ¿clicking off¿ issue. They stated that it happened again on (B)(6) 2017. The rep checked it with the implantable neurostimulator recharger (insr) and it was off so they turned it back on. The ins voltage showed 3.740 volts. It was recommended that the patient keep a log and the rep would capture the file if needed. The following data was reported: program 1 was at 330 pulse width, 50 hz, 1.6 volts, 644 ohms, and 1-1-. Program 2 was at 330 pulse width, 1.8 volts, 718 ohms, and 1-1-. Program 3 was at 450 pulse width, 2.0 volts, 577 ohms, and 3+1-. Program 4 was at 450 pulse width, 2.0 volts, 640 ohms, and 3+1-. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jun-22. The hcp stated that the cause of the implantable neurostimulator (ins) draining rapidly, turning off intermittently, and needing to be changed too often was due to 4 leads for the battery. The battery was scheduled for replacement. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.